Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The proximal insulation was abraded from 9.5 cm to 9.7 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.